Manufacturer narrative:
Additional information is provided in sections d.9. And h.11. An illuminator module and a lamp were both received for testing on this investigation. A visual inspection of both returned components revealed no observable external damage or cosmetic nonconformities. Functional testing was performed as follows: the returned lamp was installed into a known-good system. During verification, illumination ports 1 and 2 failed to meet illumination output specifications, indicating an internal performance degradation. The lamp was therefore determined to be nonconforming. The returned tabletop illuminator was similarly installed and functionally tested. All measured illumination outputs were within specification, and the module was deemed conforming. The illuminator was found to function as intended. The lamp functioned was found to be non-conforming. Therefore, the root cause of the reported issue is attributed to the nonconforming lamp. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that after combination of vitrectomy, lensectomy and intra ocular lens implantation surgery, an ophthalmic system¿s xenon lamp burned out which was due to module failure. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming illuminator module was replaced to address the issue. The system was tested and found to meet product specifications. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The root cause of the reported event is attributed to the nonconforming illuminator module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.